Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
In a questionnaire response for an initial intraocular lens (iol) implanted, a surgeon reported that a yag posterior capsulotomy was needed after iol was rotated. Additional information was provided by the surgeon that the patient would have needed a yag posterior capsulotomy with the first lens if it had remained as well as for second lens now in after rotation. Further information was provided by the surgeon that the lens rotated partially on its own and was partially misaligned in surgery. There was no lens malfunction. The planned axis was 109 degrees and lens was at 123 degrees. A rotation of the iol was performed. There are two medical device reports for this patient. The manufacturer report number for the initial iol implanted is 1119421-2018-00764.